Event description:
Customer's family member called to report low blood glucose. Stated when customer was at the school and bent over to pick up something, customer felt a sharp pain as if a lot of insulin was going in at the site. Customer also noticed that the reservoir door was open. It can be opened very easy and felt something might had pushed the plunger forward and delivered insulin into customer's body.